Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Necessary information regarding the case was requested four times. No information about the lot number involved has been received. Therefore, DHR review could not be performed. The root cause of the problem could not be established as there was insufficient information concerning this complaint. We received information from the (B)(4) "that the complaint was a general complaint on all hls sets they ever used." A review for similar complaints was performed. A similar incident was found for clotting on the arterial outlet side (tw 132026). The results of the investigated similar complaint were as follows: the product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
According to the customer: they have been seeing arterial clots forming in 4 spots that are positioned away from where the pump inlets. (B)(4)